Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a chronic infection in the pacer pocket and presented for a pacemaker extraction. The physician alleged the infection happened due to the patient's last implant procedure. The pacemaker and right atrial lead were explanted and replaced. The chronic right ventricular lead was abandoned and replaced. The physician did not alleged any issues on either leads. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.